Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: not applicable if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-(B)(4).

Event description:
It was reported that a 390cc mentor memoryshape breast implant experienced underfilled implant on an unspecified breast implant intraoperatively. No patient consequence and no adverse event was reported.

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on november 17, 2021. Device evaluation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection, weighing, and leak testing of the returned device. During the visual evaluation, no apparent damage or visual anomalies were observed on the mentor memoryshape¿ mh 390cc returned device. The product was weighed and weight was found within specifications. Leak testing was performed, in accordance with mentor procedures, and no leak sites were detected during the analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified. The described event could not be confirmed. However, it is possible that other circumstances or problems have occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).